Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy on behalf of a patient. Dexcom technical support was unable to reach the patient,although multiple attempts were made to reach the patient in order to collect additional information.